Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after cancelling pd treatment. The patient first encountered an air detected in cassette warning during drain 2 and cancelled treatment. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after cancelling pd treatment. The patient first encountered an air detected in cassette warning during drain 2 and cancelled treatment. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.